Event description:
It was reported an asymptomatic patient presented to the operating room for normal device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead remains implanted.